Event description:
It was found that the scale was inaccurate due to the scale being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.